Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that per the patient¿s family the catheter was ¿displaced¿. Per the reporter they were going to replace the catheter. The healthcare provider replaced both the pump and the catheter. The patient was put on lioresal 500mcg, 50mcg/day. The pump was used to deliver baclofen. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.